Event description:
The customer reported that when positioning a pt for a CT clinical procedure and utilizing the left gantry control panel for positioning when engaging the button to move the couch in the horizontal direction into the gantry, the couch moved all the way out and all the way down. The philips field svc engineer (fse) confirmed there was no harm to a pt, operator or bystander. The fse replaced the left gantry control panel to resolve the issue.

Manufacturer narrative:
(B)(4). In this case, the customer reported that when positioning a patient for a CT clinical procedure, and utilizing the left gantry control panel for positioning when engaging the button to move the couch in the horizontal direction into the gantry, the couch moved all the way out and all the way down. The philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The customer reported that they were going to perform a chest scan when during the drive in (horizontal motion), the left panel controller button stuck and the table drove down and stopped on its own. They rebooted the system and it worked and functioned properly. The fse checked the error logs and found that the left panel controller was causing the table to drive down. It is possible to disconnect the panel controller causing the problem and still use the other side panel controller. The fse disconnected the bad controller panel and rebooted system and tested the system for functionality. Ran q/a scans and all scans passed. The fse determined it was a stuck button on the controller panel causing the table to drive out and down. The system thought that the button was being pushed by the technician. The fse replaced the left gantry control panel to resolve the issue. This part was 11 years old and the fse replaced it with a newer version. The overall risk is based on engineer's investigation and according to the risk assessment, this reported event was determined to be of acceptable risk. It has been concluded that if this event were to recur it would not be likely to cause or contribute to death or serious injury. Mitigations: a) two, redundant monitors are controlling the motion. B) a collision calculation is done in each combination of vertical, horizontal, or tilt motion. C) hw emergency stop button stops all the motions. D) buttons test during initialization. E) instructions in instruction for use to observe patient during all movements. F) when scan starts, the cirs checks for correct direction and that spiral motion does not stuck. G) controller software verifies that commanded motions are executed or a fault condition is assumed. H) couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. I) design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. J) when the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. The fse replaced the left gantry control panel. The cause cannot be determined because no parts were returned. The fse determined it was a stuck button on the controller panel causing the table to drive out and down.

Event description:
The customer reported that when positioning a patient for a CT clinical procedure and utilizing the left gantry control panel for positioning when engaging the button to move the couch in the horizontal direction into the gantry, the couch moved all the way out and all the way down. The philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse replaced the left gantry control panel to resolve the issue.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).